Event description:
It was reported that the alarms resolved with the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected power cable disconnect alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6). The log file captured intermittent power cable disconnect alarm events that did not indicate a power source exchange. According to the voltage values, there was an intermittent loss of the battery fuel gauge voltage value when the system was supported on the 14v battery power. It was noted the intermittent power cable disconnect alarm events were not captured when the system was supported on the mobile power unit. The returned system controller was functionally tested using laboratory equipment. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop, while connected to the power module via a power module patient cable, without any notable event captured in the history event screen. Electrical measurements of the underlying wires did not reveal any short, severed, or conductor breakdown condition that could potentially be related. A root cause of the unexpected power cable disconnected alarm event captured in the log file could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 02jun2020. Heartmate 3 patient handbook in section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm . 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing "chirping" alarms when manipulating the batteries into the carrying case. It was specifically occurring on the white power cable. The patient stated that it occurred occasionally. The connections were tight and the gold connections on the batteries and battery clips were clean. The clips were recently replaced due to the same issue. The log file review observed power cable disconnects while attached to batteries. The system controller was replaced.